Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a replacement of the implantable neurostimulator (ins) back in (B)(6) of 2021. Patient reports feeling tightness in his neck along the pathway of the extension. They mentioned that they had surgery to try to move the ins further up in the pocket to give more potential movement in the neck area. They indicated that was not successful. They asked if there was a way to extend the extension but it was reviewed that replacement of the extension would be needed which would involve a more invasive surgery. Caller stated their healthcare provider (hcp) is aware of the situation.